Manufacturer narrative:
(B)(4): the customer reported an error 5. There was no reported pt involvement. This complaint is still being investigated. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported an error 5. There was no reported pt involvement.